Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and titration of irrigation was not observed and output was only up to about 10 w. Changing the output in qmode+. Qmode, but the same behavior was observed. There was no error displayed on the carto 3 screen and ablation was allowed. When the ngen was restarted, cable replaced, and qdot catheter was replaced, the issue was resolved. There was no patient consequence.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and titration of irrigation was not observed and output was only up to about 10 w. Changing the output in qmode+. Qmode, but the same behavior was observed. There was no error displayed on the carto 3 screen and ablation was allowed. When the ngen was restarted, cable replaced, and qdot catheter was replaced, the issue was resolved. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation, temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, and no irrigation issues were found. A temperature and impedance test were performed, and during the test, low power values were displayed. Due to this condition, the continuity between the dome and thermocouples was measured and current leakage was observed in the first and second thermocouples. A manufacturing record evaluation was performed for the finished device 31231792l number, and no internal actions related to the reported complaint condition were identified. The low power issue reported by the customer was confirmed. The potential cause of the power issue could not be determined. The catheter instructions for use (IFU) contain the following recommendations: apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created to investigate the low power issues. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).